Manufacturer narrative:
Serial number: (B)(4). The battery cap and pump have not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the pump rebooted without user intervention more than one time. Customer support concluded that the battery cap may have been the cause of the intermittent power. There were no blood glucose excursions reported. This complaint is being reported because insulin delivery was temporarily interrupted when the pump rebooted.